Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: guide wire: prowater, guide cath: 6 french medtronic, stent: 3.5x38mm xience sierra stent. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5x38mm xience sierra stent was implanted in the proximal circumflex (cx) coronary artery, heavily calcified lesion without issue. It was then decided to implant another stent in the distal cx. Following pre-dilatation with a 2.0x20mm trek catheter, a 2.25x28mm xience sierra stent delivery system advanced without issue through the previously implanted stent and into the distal cx. The stent however, failed to cross the target lesion due to the heavy calcification. The stent delivery system (sds) was removed through the previously implanted stent without issue. Following, the 2.25x28mm xience sierra stent caught calcium and was unable to retract any further due to anatomy. During device removal, the 2.25x28mm stent's proximal end flared and frayed without any material separation. The guide wire, catheter, and 2.25x28mm sds were all removed and balloon angioplasty was performed in the distal cx without issues. Once the 2.25x28mm xience sierra sds was outside the anatomy and on the back table, negative was possibly applied, and the stent had dislodged from the delivery system. There were no adverse patient effects and there was no clinically significant delay. No additional information was provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The reported material deformation and the reported dislodgement were able to be confirmed. The reported failure to advance the device and the reported difficult to remove were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that as the stent delivery system was advanced resistance was met with the heavily calcified anatomy resulting in the reported failure to advance. During removal interaction with the heavily calcified anatomy and/or other devices resulted in the reported difficulty to remove and the reported/noted material deformation (flared/frayed, mangled). Outside the anatomy, as a negative was applied inadvertent mishandling resulted in the reported stent dislodgement. The noted multiple kinks on the hypotube likely occurred due to handling or during packing for return analysis. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.